Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis (date of onset unknown). There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis was attributed to a gastrointestinal source. No more information about the event was provided.

Manufacturer narrative:
A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy that may be caused by many different factors and etiologies. The patient¿s pd nurse reported the event was due to a gastrointestinal source which is not an uncommon finding. Peritonitis is known to be caused by translocation of gut bacteria from concomitant constipation or diarrhea as well as via touch contamination of gut bacteria during the pd exchange. Therefore, based on the limited reported information, the peritonitis may have been associated with a gastrointestinal source (mechanism unknown), as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis (date of onset unknown). There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis was attributed to a gastrointestinal source. No more information about the event was provided.